Event description:
The customer reported that the device intermittently displayed a red x.

Manufacturer narrative:
Philips evaluated the device and found that it failed to power up. The problem was resolved by reseating a loose cable connection.